Event description:
It was reported that a patient had a high/large t-wave, and the philips monitor counted it as a heart rate (hr). Therefore, the hr (from the ECG) was twice that of the pulse (spo2). The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The philips product support engineer (pse) investigated the issue and determined there was no malfunction of the monitor. The intellivue instructions for use (IFU) and the st/ar application note cover the t-wave size. The device was functioning as intended and there was no malfunction of the device. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The device remains at customer site.